Event description:
Boston scientific received information that the patient got atrial fibrillation with rapid ventricular response. The field representative wondered why the patient received therapy. Boston scientific technical services (ts) discussed reason why the patient received therapy since the device was last interrogated several years back due to patient¿s non-compliance and suggested a new firmware. The device remains in service. No adverse patient effects were reported. Additional information from the field representative indicated that the device was updated with the newest firmware version.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.